Event description:
It was reported that the articular surface would not fully lock onto the tibial component. Another articular surface was opened and inserted with no issue.

Manufacturer narrative:
Eval summary: suboptimal orientation prior to attempted insertion appears to be the most likely cause of failure. The surgical technique for this device states "insert an articular surface only once. Never reinsert the same articular surface onto a tibial base plate." The measured dimensions of the device were found to be within spec as returned; the dovetail feature was deformed. This typically happens when the articular surface is not optimally placed and oriented before attempted insertion using the articular surface inserter instrument.